Event description:
The following has been reported: biomed reported: "a unit to be sent out for repair. No patient harm was involved. (B)(6). The unit was reported as having a tubing set loading problem. Customer cleaned the unit's loading area with a toothbrush and rubbing alcohol in an attempt to get the cassettes to load properly. When a set is loaded in, the unit will release air through the secondary line when it is calibrating. A preliminary review identified the following issue: tubing set misloaded an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.